Event description:
It was reported that intermittent cartridge alarms occurred (alarm 30 and 31) during the load sequence and basal delivery with multiple cartridges. There was no adverse impact to customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.